Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged kidney failure, difficulty breathing and heart issues while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged to have kidney failure, difficulty breathing and heart issues. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The manufacturer inspected the device internally and externally. Accessory module flip lid door was missing. Unknown white and black dust-like contamination on the top enclosure by accessory module port, potential black hairs/fibers on the top enclosure near sd port, unknown white dust-like contamination at the air inlet, unknown black dust-like contamination inside and around the iso port, light white dust-like contamination on top of blower motor and blower outlet seal and unknown insect contaminating the bottom enclosure was found. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Sections d8, d9, h2, h3, h6 were updated in this report.